Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported inflation issue and leak were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation has determined that the reported inflation issue and leak are not related to a potential product quality issue as the occurrence rate is within the acceptable range of the risk assessment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lliac artery. A 7.0x100mm armada 35 was attempted to dilate the lesion but would not inflate when pressure was added. Device was noted to have a leak, but is unknown where. Another armada 35 was used to successfully complete the procedure. There were no patient effects and no clinically significant delay. No additional information was provided.